Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the air/water tube and cylinder, other evaluation findings are as follows: water tightness was lost due to deformation of the scope cover; the forceps channel port was dented; the suction cylinder had no color; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the plastic distal end cover had a burn; the universal cord had a peeling coat; and there were scratches on the grip, the switch box, the scope connector cover unit, the scope connector case unit, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to a leakage from scope cover. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): gif-ez1500 operation manual chapter 3 preparation and inspection states the detection method of the event. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.